Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device fire but could not form perfect b-shaped staple. There was no patient involvement.